Manufacturer narrative:
H3: product analysis #284303363: equipment used: video inspection system (m-78210), ruler 200cm (m-83361); drawing(s) referenced: n/a; as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield pusher was returned outside the phenome27 catheter. Damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield were found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from ~4.9cm to ~3.5cm from distal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the phenom 27 micro catheter hub and catheter lumen without issues however, resistance was observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex shield pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (accordioning), pipeline flex shield braid (fraying) and hypotube (stretching); it is likely high force used during the delivery. However, based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. It was reported that ¿the pipeline had been resheathed more than 2 times¿. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. (Nikkhs2 2023-01-06) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause was not determined, only a lot of resistance during the pushing of the device inside the microcatheter, which made it difficult to open, what is more, the opening of the device was never achieved despite the usual maneuvers for this purpose, including recapture on 3 occasions. No damage was observed in the push cable, it was not possible to identify if the microcatheter was damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal segment and experienced resistance in the phenom 27 micro catheter. The patient was undergoing treatment for 2 unruptured, fusiform aneurysm located in the ophthalmic segment with poor dome neck relationship. The max diameter was 8mm, and the neck diameter was 7mm. The patient's vessel tortuosity was moderate. The landing zone was 4.5mm distal and 4.70mm proximal. Dual antiplatelet treatment was administered (ass + pras). The access vessel was the right carotid, which was 5mm in diameter. It was reported that once the pipeline was positioned inside the microcatheter distal to the neck of the aneurysm in the m1 segment, it was released according to the recommended technique. At that moment, non-opening and an increase in the resistance of the device was felt in the distal tip of the microcatheter, and the distal non-opening continued. After 3 attempts it was decided to remove and replace the entire system. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No other steps were taken to open the device. The patient did not experience any injury, symptoms, additional medical/surgical intervention, or extended hospitalization. Once the device was implanted, the artery was patent. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a navien 6fr guide catheter.